Event description:
On (B)(6) 2013, patient contacted animas, alleging that the buttons on the pump were worn. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/17/2013 with the following findings: the keypad button symbols were found to be worn; however, there was no damaged observed to the keypad cover. During testing, the contrast keypad button was found to be intermittently unresponsive, which has no effect on insulin delivery function. The up arrow, down arrow and ok keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under the up arrow, down arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked form the threads to the case seal.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.